Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2005: patient presented with following pre-op diagnosis: lumbar spondylosis and disk degeneration. Patient underwent the following procedures: partial vertebrectomy l4 and l5. Fusion of l4-s1. Anterior interbody fusion devices at l4-5 and l5-s1. Autograft, bmp and allograft. As per-op notes: disks at l4-5 and l5-s1 were individually divided. Partial vertebrectomy of l4 and l5 were performed anteriorly, bone graft was then morcellized and mixed with allograft and bmp impregnated sponges. 13mm spacers were placed in disk spaces and then bmp impregnated sponges and allograft and autograft were then packed within disk spaces around spacer. On (B)(6) 2005: patient presented with following pre-op diagnosis: lumbar spondylosis and spinal stenosis. Patient underwent the following procedures: total laminectomy of l4 and l5. Fusion l4 to s1. Instrumentation l4 to s1. Autograft. Epidural catheter placement. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.